Event description:
It was observed that during the device evaluation, image noise was generated, camera cable had a broken wire and adapter was loose. There was no patient involvement.

Manufacturer narrative:
E3-non health care professional; e2: no. As per the investigation, the adapter was loose because the lock was damaged and could not be connected properly. The camera cable was disconnected, resulting in the inability to communicate properly and the generation of image noise. A definitive root cause of the broken wire could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.